Manufacturer narrative:
An event of aortic insufficiency, stenosis, leakage/regurgitation, atrial fibrillation, pulmonary edema, respiratory difficulty, decompensated congestive heart failure, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no evidence of device malfunction and it was reported that patient death was not associated with the trifecta valve.

Event description:
On (B)(6) 2008, a 21mm trifecta valve was implanted. On (B)(6) 2017, the patient presented to the hospital with respiratory difficulty and was admitted for decompensated congestive heart failure, atrial fibrillation, and a probable mild troponin leak. A chest x-ray revealed moderate cardiomegaly and mild to moderate pulmonary edema. An echocardiogram showed an ef of 25-30% with significant aortic insufficiency and stenosis. The patient was diuresed and discharged home on (B)(6) 2017. The patient continued to decline but refused further intervention. On (B)(6) 2018, the patient was admitted to hospice care. On (B)(6), the patient expired. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2008, a 21mm trifecta valve was implanted. On (B)(6) 2016, the patient presented to the emergency room with symptoms and clinical findings consistent with community acquired pneumonia as well as ileus that resulted in bi-lateral inguinal and left incarcerated hernia repair. While hospitalized, an echo was performed revealing evidence of aortic regurgitation. No treatment was performed for the ar. On (B)(6) 2017, the patient presented to the hospital with respiratory difficulty and was admitted for decompensated congestive heart failure, atrial fibrillation, and a probable mild troponin increase. A chest x-ray revealed moderate cardiomegaly and mild to moderate pulmonary edema. On (B)(6) 2017, an echocardiogram showed an ef of 25-30% with significant aortic insufficiency and moderate stenosis. The patient was diuresed and discharged home on (B)(6) 2017. The patient continued to decline but refused further intervention. On (B)(6) 2018, the patient was admitted to hospice care. On (B)(6) 2018, the patient expired. (Clinical study patient ID: (B)(6)).